Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of adhesive on the objective lens caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a pinhole on the bending section cover, causing a loss in watertightness. Upon further inspection, it was observed that the adhesive on the objective lens was peeling due to chemical or physical stress. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the angle knob torque of the lock engagement lever at the engage exceeds the standard value due to wear. It was observed that the image had white dots due to damage on the charge-coupled device unit. Lastly, a scratch was observed on the light guide cover glass due to a handling problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had defects on the bending rubber. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive of the objective lens was peeling which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.